Manufacturer narrative:
(B)(4). Serial number is ni.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 2 of 5 while the hp was connected. The hp stated that there were open clamps on the unused supply lines. The technical service representative (tsr) explained the alarm and reviewed the proper setup procedures. The tsr advised the hp to setup the hc using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The user reported having open clamps on the unused supply lines. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.